Event description:
Additional information received revealed that the device was not explanted and remains implanted.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Abbott was notified of a defective ICD. After implantation, the patient reported pain and a second procedure was performed to address the patient's symptom. The patient suffered from chest pain and shortness of breath and a faulty device was suspected. The device was explanted and replaced. Further information was requested but not received.

Event description:
Additional information received revealed that there was no indication that the ICD was removed. However, the right ventricular lead was explanted and replaced due to dislodgment. It is unclear if this ICD was explanted. Further information was requested but not available. Related manufacturer report number: 2938836-2017-31870.